Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 105 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 7 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 115 malfunction events, where it was reported the devices experienced cot height cannot be adjusted, fowler cannot be lowered, or false engagement of handle in the upright or horizontal position. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This report now summarizes 110 malfunction events, instead of 115.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending evaluation was evaluated in the field and the issue was not confirmed. 2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. 1 device that was reported as evaluated was found to have been user error and there was no defect with the device. 1 device that was pending was evaluated and it was determined the device experienced unable to operate wagon handle, which is not reportable. 1 device that was pending was found to have been created in error. 1 device that was pending was found to have been reported twice. 1 device that was found to not have been evaluated was evaluated and it was determined the device experienced erratic, bouncy cot raise or lower motion, which is not reportable. Section h codes have been updated.